Event description:
The customer called stating that he was getting erratic reading such as 197l 154, and 120. The check test showed that segments were missing from the display. The customer did not have any control solution to test. Customer service explained that the segments missing may have led the customer to believe he was getting erratic readings. This had been happening for about 3 weeks. Customer service was sending a new meter.